Event description:
It was reported that the user experienced a low blood glucose event around dinner, with a bgm value of 68 mg/dl and a cgm reading of 75 mg/dl, treated with approximately 10 grams of carbohydrates, after which glucose returned to range; the user also reported that small carbohydrate corrections sometimes resulted in glucose rising to about 170 mg/dl, including at breakfast. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and subsequent stabilization without escalation of care. Investigation included troubleshooting and education with transfer to a clinician for medical advice. Investigation of this case revealed that the cause of the hypoglycemic event was unclear. It was concluded that no device malfunction could be confirmed and additional user training was warranted. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.